Event description:
It is reported that when the nurse opened the implant, the stem was sticking through the sterile plastic container.

Manufacturer narrative:
This report will be amended when our investigation is complete.